Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was fractured. This lead would be extracted. An attempt to obtain additional information was unsuccessful. To date this lead remains in service. No adverse patient effects were reported.